Event description:
The article, "left atrial appendage occlusion in patients with anticoagulation failure vs anticoagulation contraindication", was reviewed. The article presented a retrospective, multicenter study to investigate the efficacy of left atrial appendage occlusion (laao) in atrial fibrillation (af) patients with a thrombotic event on oral anticoagulation therapy (oat) compared to: 1) laao in af patients with a contraindication for oat; and 2) historical data. Devices included in the study were watchman 2.5/flx, amplatzer amulet/cardiac plug, and other unknown. The article concluded that laao in patients with a thrombotic event on oat demonstrated comparable stroke rates to the oat contraindicated population in ewolution (evaluating real-life clinical outcomes in atrial fibrillation patients receiving the watchman left atrial appendage closure technology). The thromboembolic event rate was higher and the bleeding rate lower, reflecting the intrinsically different risk profile of both populations. Until randomized trials are available, laao may be considered in patients with an ischemic event on oat. [The primary and corresponding author was (B)(6)]. The time period of the study was from 2010 to 2021. A total of 1444 patients were included in the study, of which 190 patients received an abbott device. For patients in the laao after stroke despite oral anticoagulation (str-oac laao) group, the average age was 72 years and the majority gender was male. For patients in the ewolution group, the average age was 73 years and the majority gender was male. Comorbidities included atrial fibrillation, congestive heart failure, hypertension, diabetes mellitus, thromboembolism, vascular disease, renal disease, liver disease, hemorrhagic stroke history, ischemic stroke history, prior major bleeding, history of labile inr, alcohol use, ischemic stroke, transient ischemic attack, systemic embolism, left atrial appendage thrombus.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, congestive heart failure, hypertension, diabetes mellitus, thromboembolism, vascular disease, renal disease, liver disease, hemorrhagic stroke history, ischemic stroke history, prior major bleeding, history of labile inr, ischemic stroke, transient ischemic attack, systemic embolism and left atrial appendage thrombus. Some of the complications reported were ischemic stroke, transient ischemic attack, systemic embolism and bleeding. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: left atrial appendage occlusion in patients with anticoagulation failure vs anticoagulation contraindication.